Event description:
Reporter indicated that vns patient had passed away from sudep (sudden unexplained death in epilepsy). The patient was reportedly found sitting on the commode with no pulse. Further follow-up revealed that the patient passed away from respiratory distress due to seizures. Attempts by ems and emergency room personnel were unsuccessful in reviving the patient. Autopsy report is pending. There is no evidence at this time that the ncp system caused or contributed to the reported event.